Event description:
It is reported that 2 patients underwent a revision due to dislocation.

Manufacturer narrative:
It is noted these patients previously underwent revision of metal on metal components due to adverse tissue reaction. The part numbers and lot numbers of the products are unknown; therefore the device history records and complaint history could not be reviewed. These warsaw design controlled devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the information provided it could not be confirmed if the previous event that resulted in a adverse tissue reaction, contributed to the reported condition. A definitive root cause cannot be determined with the information provided. A definitive root cause for the reported condition cannot be determined with the information provided. Please reference literature at the following location: www.ncbi.nlm.nih.gov/pubmed/2357234